Event description:
Customer complained about sensor reading discrepancies. Customer reported that her blood glucose level was 363 mg/dl; she treated with a bolus dose but the sensor glucose was reading of 99 mg/dl. Sensor has been inserted for less than two days. Customer was advised to turn the sensor feature off and back on after 2 to 4 hours and perform reconnect old sensor. Customer was instructed to calibrate when blood glucose is stable. Current blood glucose value was 345 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.